Event description:
During procedure for patient, balloon inserted into esophagus by provider. By direction of provider, the tech was instructed to inflate the balloon. The device was inflated but did not go beyond 19 mm and the water was running through the lumen of the device instead of remaining in the balloon. The tech deflated the balloon when noted that the device was not functioning as designed. It was removed from the patient by the provider. No evidence of any harm noted to the patient. Another balloon was introduced into the esophagus and attempted to inflate the balloon but it would not work beyond 5 atm, between 19 and 20 mm with no resistance. The same syringe was used for both balloons. The syringe appeared to be in working condition as expected but was also sequestered for review. Both balloons have the same ref & lot numbers. Another balloon was then pulled, it had the same information (ref&lot #'s) but worked. Unclear what the cause of the malfunction of the two previous balloons. Same users for all of them. Supply bagged and given to scm [supply chain management].